Manufacturer narrative:
The stellar device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. The stellar 100/150 user guide provides the following indications for use: - ¿the stellar 100/150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients (13kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea.¿ in the event of device failure, the patient would be able to continue to breathe spontaneously until an alternative means of ventilation support can be provided. The user guide also provides the following contraindication: - ¿the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator.¿ resmed reference#: (B)(4).

Event description:
It was reported to resmed that a pediatric patient receiving non-invasive ventilation on a stellar 150 device went into cardiac arrest, required resuscitation and recovered. It was reported the device was in standby mode at the time of the incident, ventilation was restarted on the device after the incident and the patient continued therapy on the device. The patient subsequently expired and the death was reported as unrelated to the incident or device.

Manufacturer narrative:
Resmed has requested return of the device so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. The stellar 100/150 user guide provides the following indications for use: - ¿the stellar 100/150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients (13kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea.¿ in the event of device failure, the patient would be able to continue to breathe spontaneously until an alternative means of ventilation support can be provided. The user guide also provides the following contraindication: - ¿the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator.¿ resmed reference#: (B)(4).

Event description:
It was reported to resmed that a pediatric patient receiving non-invasive ventilation on a stellar 150 device went into cardiac arrest, required resuscitation and recovered. It was reported the device was in standby mode at the time of the incident, ventilation was restarted on the device after the incident and the patient continued therapy on the device. The patient subsequently expired and the death was reported as unrelated to the incident or device.